Event description:
It was reported to the MFR that the vns pt has been experiencing an increase in seizure activity above pre-vns baseline. It was indicated that the increase was believed to be due to the generator nearing end of service. Diagnostic tests performed on the pt's device revealed proper device function in (B) (6) 2010. There were no causal or contributory programming or medication changes that preceded the onset of the event. There were no other external factors that could have contributed to the reported event. The pt's generator has been replaced. A battery life calculation was performed on the pt's device which indicated that the generator's eri flag may likely be showing yes. Good faith attempts to obtain the explanted generator for analysis have been unsuccessful to date.